Event description:
Customer's mother reported via phone call, the insulin pump had a keypad issues. Customer was attempting to bolus and the numbers started to scroll when the up button was pressed. Customer's mother changed the batter and the device alarmed failed battery test. Customer's blood glucose was 323 mg/dl. Customer's mother didn't finish troubleshooting and stated she will call back. She wanted to ensure she got a treatment for the customer. The device is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.